Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 ¿introduction¿ of this document lists device thrombus, bleeding, hepatic dysfunction, infection, and respiratory failure as adverse events that may be associated with the use of the heartmate 3 lvas. The surgical procedures section of the hm3 IFU contains information on preparing the sealed outflow graft and explains how to attach the sealed outflow graft to the aorta. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief ensuring that the line is straight. This section also explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages in place. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events. Section 5 also instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length under ¿attaching the sealed outflow graft to the aorta.¿ the heartmate 3 lvas patient handbook, rev. C, is also available at the time of implant. Several sections of this handbook provide care instructions in regards to preventing infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that due to suspected potentially malignant cells, an endoscopy was performed where it was found that there were ischemic problems caused by thrombi from a twisted outflow graft. The patient also had recently had 2 colonoscopies due to deviation of the right colon. These appeared to be 2 separate ischemic ulcers. The healthcare provider's conclusion was that there was thrombus at the location of the outflow path of the lvad with a lumen reduction of up to 50%. On (B)(6) 2021 the patient's outflow graft was changed and a clip was placed to prevent twisting. The patient was admitted to the intensive care unit on (B)(6) 2021 for hospital acquired aspiration pneumonia. The patient was reintubated and received IV antibiotics. Two units of packed red blood cells were given at this time, as well. The pneumonia was considered resolved/recovered on (B)(6) 2021 . On (B)(6) 2021 the patient experienced right heart failure which may have been secondary to acute respiratory distress syndrome. Respiratory failure was noted and was considered resolved/recovered on (B)(6) 2021. Edema was noted in the hepatic portal vein (periportal edema) which was secondary to the backward right heart failure. The patient was treated with inotropes for more than 1 week and the right heart failure was considered resolved/recovered on (B)(6) 2021. Hepatic dysfunction was reportedly resolved on (B)(6) 2021 after changes to medication. On (B)(6) 2021 the patient had a blood and urine cultures that were positive for pseudomonas aeruginosa. IV antibiotics were given and the infection was considered resolved/recovered on (B)(6) 2021.